Event description:
Customer reportedly obtained results of 428mg/dl and 197mg/dl on the aviva sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys, and replacement was sent.